Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 371283ar was found to be performing within expectations. A review of the manufacturing records for the lot did not uncover any non-conformances . The lot meets release specification. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. It was reported that since the beginning of the month ((B)(6)) the patient self tester has had the onset of an intestinal infection with symptoms of diarrhea and possible colitis. Parallel to this time, the patient has had elevated results with new lot of test strips. On (B)(6) 2016, patient visited the emergency room for treatment of intestinal infection. Patient was not admitted. No additional details provided regarding emergency room visit. Patient currently on unspecified antibiotics. During visit at emergency room lab inr-1.8. The following are historical values. On (B)(6) 2016, inratio inr = 3.7, patient skipped normal dose of warfarin (5mg/day) . On (B)(6) 2016 , inratio inr = 3.1, patient took half dose at 2.5mg of warfarin. On (B)(6) 2016, inratio inr = 3.5, patient resumed full 5mg/day dose of warfarin. On (B)(6) 2016 , lab inr =1.8 , patient on 5mg/day warfarin.